Event description:
Per the clinic, it was reported that the patient was placed under general aneasthesia to undergo revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and the skin around it was revised to allow closure and healing.